Manufacturer narrative:
Third party service agent evaluated the customer¿s device and verified the reported issue. Third party service agent replaced the device¿s main keypad assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. ¿based on the information available, physio-control has determined that the likely cause of the reported issue was that the shock switch located on the main keypad assembly was out of tolerance due to excessive resistance.¿ when this issue occurs, an event code will be logged in the device's memory following a failure of the device to deliver defibrillation energy.

Event description:
A third party service agent contacted physio control to report that their customer's device was broken. During the initial device evaluation, service agent observed that the device had logged in its memory the event code related to a potential failure of the device to deliver defibrillation energy.there was no patient use associated with the reported event.

Manufacturer narrative:
A third party service agent evaluated the customer's device and verified the reported issue. After replacing the main keypad assembly and other unrelated repairs, a proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party service agent contacted physio control to report that their customer's device was broken. During the initial device evaluation, service agent observed that the device had logged in its memory the event code related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.